Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, is likely that failure of the printed-circuit board caused the touch panel to not display and the color bar to display. The cause of the faulty printed-circuit board could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the touch display blacked out intermittently due to faulty printed circuit board, color bar was coming on monitor screen instead of the endoscopic image due to faulty printed circuit board, and the wires were found corroded. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
An olympus representative reported to olympus on behalf of the customer, during maintenance, the visera elite ii video system center exhibited touch panel display and was not turning on/showing full black color. However, the power button led and notification led were turned on. There was no patient involvement in this event.